Event description:
The target lesion was the left internal carotid artery. There was no calcification or vessel tortuosity, and the rate of stenosis was 80%. During the procedure, after the post-dilatation was performed at the target lesion, the patient developed a stroke with symptoms of paralysis on his right side of the body, aphasia and stroke with symptoms of paralysis on his right side of the body, aphasia and consciousness disorder. The angioguard xp's delivery and the stent placement (precise) were successful. Pre-dilatation and post-dilatation (sterling, 4x30, boston scientific / aviator 4.5x20, cordis lot unknown) were performed with balloon catheter. The event was treated with the medication edaravone a hypotensive drug and protamine were administered to the patient. Cerebral infarction on the left side of the brain was confirmed by MRI. According to the physician, the debris might have gone through the filter basket and led to the stroke. As current condition, the patient has not recovered from the symptoms of paralysis on the right side of the body, aphasia, consciousness disorder and additionally convulsion. The patient had complication of pneumonia and that is being carefully monitored in the hospital.

Manufacturer narrative:
Additional information indicated that after delivery/placement, the angioguard position was verified. The affiliate indicated that the user only reported that sterling and aviator were used for pre and post dilatation during the procedure, but it is unknown which one was used for which dilatation. No sterile lot number was provided for pta aviator .014 4.5 x 20, thus no (DHR) device history record review could be performed. The product is not available for evaluation and testing. This is one of three products used during the same procedure on the same patient, which is associated with mfg report #1016427-2009-00097 and 9616099-2009-00669.